Manufacturer narrative:
The harmonic ace instrument was returned and failure analysis evaluation was performed. The instrument was found to have a broken blade. The blade broke at roughly 0.08" from the base and the broken piece was returned. This failure is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace was broken from the root when firing. The tip fragment fell into the patient and retrieved by the staff in same procedure. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved by the assistant using a laparoscopic instrument. All the fragments were retrieved and confirmed visually. There was no additional surgical procedure needed to remove the fragment and no post-operative tests were performed. The instrument was inspected prior to use and no damage was observed. The surgeon used the instrument for 40 minutes to an hour prior to the break. The surgeon was using the instrument for tissue dissociation when the tip broke. There was no issues with functionality prior to the break. There was no instrument collision. The instrument was removed prior to the breakage in order to clean the tip. Upon final removal, there was no resistance through the cannula, no damage to the cannula, and no additional damage to the instrument. There was no injury to the patient and the patient has not returned to the hospital due to the fragment fall.